Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline communication fault alarms were confirmed via the submitted log files; although, a root cause for this finding could not be conclusively determined through this investigation. The submitted event log file collectively spanned (B)(6) 2025-(B)(6) 2025. Events associated with the reported alarm was observed throughout the file. On (B)(6) 2025, a driveline_comm_fault was observed, remaining active through the end of the file. The alarm did not affect the pump¿s ability to support the patient. No other notable events or alarms were captured. Provided information indicated that the modular cable was exchanged to resolve the driveline communication fault alarms. The patient remains ongoing on heartmate 3 left ventricular assist system support, with no further related events reported at this time. The relevant sections of the device history records for modular cable, lot number 7718708 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU ¿alarms and troubleshooting¿ and section 5 of the patient handbook ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms. This section also provides the actions to take if the alarm does not resolve. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital due to a yellow wrench driveline communication fault alarm on the system controller. Log files were retrieved in the hospital. The alarm was cleared but it returned. The modular cable was replaced resolving the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.